Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the reported issue was identified during the procedure. There was no injury to the patient. No backup instrument was used to complete the procedure. The issue was resolved by shipping the device to the cssd and complaints. No fragment fell into the patient's anatomy. When asked if the operation is delayed due to this issue, the customer responded it was difficult to access.

Event description:
Refer to h11 for follow-up information.